Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the patient (pt) was admitted for elective coronary artery bypass graft surgery. Reportedly, this was a pre-procedure prophylactic intra-aortic balloon (iab) insertion. Prior to insertion, they stated that they pulled catheter out using a horizontal motion activated hydrophilic coating. The surgeon attempted to insert iab through super arrow-flex (saf) sheath, inserted with direction of wrap; unable to progress through sheath. Removed catheter, stated balloon not unwrapped and no obvious damage to sheath/ catheter noted. The md attempted to insert down polyurethane sheath. Again the insertion of this iab was unsuccessful because the balloon stuck. The catheter was inserted within 1 cm of the distal tip of the sheath. It was unable to be progressed and, therefore, the balloon did not enter the pt itself. The iab and the sheath were removed. As a result, the md passed an ultra 8 iab down spring wire guide (swg) without issue.